Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were holes in the bd nexiva¿ closed IV catheter system extension tubing, and blood leaked from them during use when the IV was placed. The following information was provided by the initial reporter: "holes in the extension tubing of IV. Blood came out of tube while IV was being placed."

Event description:
It was reported that there were holes in the bd nexiva¿ closed IV catheter system extension tubing, and blood leaked from them during use when the IV was placed. The following information was provided by the initial reporter: "holes in the extension tubing of IV. Blood came out of tube while IV was being placed."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used nexiva 22 ga unit and a package label from material number 383532, lot number 9281136. In addition, one photograph was received which displayed a nexiva 22ga unit in a bag with stat and yellow arrow pointing to the extension tubing. A visual/microscopic evaluation was performed on the returned unit. Through the evaluation a slit/cut was observed approximately 1 ½ inch from the clear port of the winged adapter. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Damage to the tubing can happen when parts are transferred from pallets. This type of damage could have been caused by various robots or mechanisms on the manufacturing line. In addition, the defect relates to an operator error during the inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch.